Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the nephrectomy, after the ring of the device was pulled, the thread has ran out. In order to complete the procedure, another device was used. No harm was caused to the patient and no extension in surgical time was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The string was broken and there was fraying present near the break and fibers on the blades indicating that the string came up against the blades causing the fraying and break. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the string makes contact with a sharp object and subsequently breaks under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy procedure, after the ring of the device was pulled, the thread broke. In order to complete the procedure, another device was used. No harm was caused to the patient and no extension in surgical time was required. Patient information is not available. The UDI number is not available.